Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to noise or oversensing of atrial stimuli was observed. Programming changes were made. The patient was stable before and after the event and will continue to be monitored.